Manufacturer narrative:
This device was used for treatment, not diagnosis. The product evaluation shows, the parts were received fully assembled. Since significant deformation is seen in both the distractor body and mesh plate it is likely that these parts would have been bent when trying to remove the assembly from the bone. This kind of loading could have led to the failure of the activation hex as described in this complaint. The spiral material deformations of the base of the hex head indicates that the hex may have failed due to excessive torquing of the hex. The hex has been tested to withstand 0.2nm of torque, but torquing the parts above that amount could lead to failure. If the b type mesh plate is moved too close to the c type mesh plate as the receive parts appear to show, continuing to move the mesh plates together using the activation hex can overload the hex and cause it to fail. The geometry of the hex head is sized appropriately for the footprint and functional requirements of this system and the material, l605 cobalt base alloy, has a long history of use for similar applications. A review of drawings show, that the distractor body and the base diameter of the activation hex were within specification and no nonconformances were identified for these lots. As this failure appears to be due to significant loading during the removal of the device either through bending or excessive torquing, this complaint is invalid from a design perspective. The hex end of the bc distractor body has been broken off and is missing from the assembly. Significant deformation of the distractor body and mesh plates is visible before and after disassembling the distractor body from the mesh plates. The distractor body and base of the broken hex are visibly bent. The bending of the distractor body has resulted in deformation of the slot running down the length of the part. The design and clinical risk management (dcrm) document does note several harms of breakage of the distractor but they are specific to the insertion and treatment phases of the distractor and don¿t quite adequately describe this complaint where the failure occurred upon removal. A partial section in the design and clinical risk management (dcrm) document covers this complaint with the general harm of cantilever bend forces higher causing a break of the activation hex, distractor or extension arm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A device history review was conducted. The report indicates that the subject gage may not represent the worst case mating part, causing difficulty in assembling the distractor bodies and mating footplates during first use. This gage had the potential to be used to accept lot no. 6495399. Further investigation revealed, however, that this ncr was dispositioned ¿use as is¿ and was related to an entirely different matter. This ncr was not relevant to the complaint issue of the end ¿snapping off¿ because it was associated with the side connected to the foot plates which was located in an entirely different area of the assembly. Also as detailed in the pde's enclosed letter of october 16, 2013 when the gage and c-type footplate were at maximum material condition, despite the noted difference in radius, the gage still represented the worst case condition and thus there was no non-conformance of the distractor body assembly due to the gage. Therefore the review of the device history record(s) showed that there were no relevant issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the tip of the advancement screw on the subject distractor was broken off; however the part did meet specification as described in part description subform. The advancement screw material could not be measured because the component sample was not large enough for the thermo scientific nit on measuring system to obtain readings. Therefore one can only conclude that the device met specification when it was shipped from the manufacturing facility device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Event date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the end of the distractor was discovered to be snapped off when the implant was removed. The implant was being removed as part of the standard practice of removing a distractor. The distractor was used to distract an alveolar region of the patient¿s mandible. The distractor appeared to work fine until it came to removal. The patient¿s mandible had turned what seemed to be a ninety degree angle, and the end of the distractor had snapped off. This is report 1 of 1 for (B)(4).